Event description:
It was reported that electrode channels 8, 9, 10 and 11 became hi. Electrode 12 was hi initially and was turned off. There has been no report of an accident. A CT scan was performed and everything appeared ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.